Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of the catheter, the nurse noticed a crack in the white juncture. There were no clinical consequences, another kit was opened and used.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a crack in the white juncture was not confirmed. Returned was a cannon ii plus connector assembly. The catheter body was attached to the white compression fitting, but it had been cut off adjacent to the fitting. The juncture hub was examined and no cracks were observed. The white compression fitting was examined and there were two small locations on the fitting that exhibited dark residue. Under microscopic examination, both areas were slight depressions that had collected residue and they were not cracks. They are considered minor surface imperfections. The connector assembly was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The end of the compression fitting was occluded during testing. No leaks were observed. The device history records were reviewed with no relevant findings. No problem was found. No further action will be taken.